Event description:
Attempts for additional information have been unsuccessful.

Event description:
On (B)(6) 2013, it was reported that a patient with a learning disability and refractory epilepsy condition had been presenting with vomiting at least twice a week and loss of weight over the last 2 months. The seizures remain unchanged.during testing, the generator was disabled due to vbat eos and was not stimulating due to an end of service condition. There was a communication fault. The physician wondered if the fault could have led up to the patient's current physical presentation.

Event description:
An implant card received on (B)(6) 2014 showed that the patient underwent generator revision on (B)(6) 2014. The explanted device has not been returned. Attempts for additional relevant information have been unsuccessful.